Manufacturer narrative:
(B)(4). The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device did not work and the connector port was turned. An assessment was performed on the device which found that the device was not working and connector port was turned out of position. This condition confirmed that the console did not function, but did not confirm that motor turned. It was further observed that the power control (pc) board was damaged from a worn out air pump. It was determined that the issue with the pc board and the connector port were due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the console device did not work; and that the motor turned when plugged into console port. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.